Event description:
It was reported that breakage of the mobil jaw occurred at the time the surgeon removed the meniscus. The fragment cannot be removed from the pt's knee. No post-operative x-ray was performed. The pt left the hospital without any functional trouble or pain. The pt will come back mid-february for a post-operative visit, if no issue is experienced in-between. It is planned to perform an x-ray during this visit. Malfunction report form confirms the surgeon experienced a delay of less than 30 minutes to the right meniscal repair. A back-up device was used to complete the procedure with. There was no pt injury reported as result.